Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Note: facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 275cc and experienced bilateral deflation and capsular contracture on the right breast implant. As a result, the patient will undergo removal and replacement with unspecified breast implants on (B)(6) 2020. This medwatch is for the left breast implant.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation was performed for the finished device 145248 number, and no non-conformance's related to the reported complaint condition were identified. On (B)(6) 2020, it was reported to mentor that the patient experienced bilateral infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical review of this file performed on (B)(6) 2020, it was decided to remove code anisomastia from the left breast and remove code capsular contracture from the right breast implant to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).